Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No medical records were provided. Shell was not returned. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to device being discard. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03590.

Event description:
It was reported that during an initial tha, a cup was attempted to be inserted with the monoblock inserter handle, but when it was attempted to be unthreaded, the cup was cross threaded, or over impacted. There was a 10 minute surgical delay and the surgery was completed with another device. No adverse events have been reported as a result of the malfunction. Sales rep indicates no additional information is available.